Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with an unknown amount of insulin. There was no impact to the customer¿s blood glucose. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed. Additionally, the customer received a cartridge change error during the load sequence. Customer did not insert cartridge correctly. Customer reloaded the cartridge successfully.